Event description:
The customer reported that the sensor would not adhere or stick. He stated that there was a previous incident he was not wearing the sensor and his blood glucose elevated to 599 mg/dl. Customer stated that he perspires heavily and sweats all over his body. Troubleshooting was done. Customer's blood glucose was 98 mg/dl. The customer was advised that sensors would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.